Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead were explanted. There was no allegation against the device and leads. Furthermore, the hospital will be keeping the explanted products. No additional adverse patient effects were reported.